Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using two proglide devices after a pci with emergent impella procedure using a 14f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. A second proglide device was deployed. The lever was returned to its original position and the foot retracted prior to device removal; however, resistance was felt during removal and the black sheath separated from the device. The separated sheath was snared from the contralateral side. The patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
User facility medwatch #mw5106079.

Event description:
User facility medwatch received states: "perclose device malfunction and sheared off leaving a catheter piece in the patient. Surgical intervention was required for foreign object removal." The lot number was reported as 1102241. Follow-up with the account confirmed that the lot number on the user facility medwatch was listed incorrectly. The correct lot number was verified to be 1042241.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The patient was sent to surgery for removal of the device (via snare), cut down, angioplasty and surgical suturing. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the preclose technique was not used for a sheath greater than 8f. It should be noted that the perclose proglide instructions for use, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.